Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: d8, h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the reported event, thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned for inspection and the reported failure was partially confirmed. Olympus could not confirm the high and violent water jet or channel obstruction. Based on the results of the investigation, it is likely the following led to the reported event: the most probable cause of the complaint is linked to the device but unable to trace more specifically. The investigation, however could not identify the root cause. The most probable cause of the following additional failures, adhesive peeling around objective lens, streak of flare appears in the image, light guide bundle has breakage, and the wear of the angle wire, could not be established. Which indicates that the investigation findings did not lead to a clear conclusion about the cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a diagnostic video colonoscopy, the colonovideoscope had a high and violent water jet causing a submucosal hematoma that necessitated hemostatic clipping. To avoid further damage, the washing pump was reduced, and the procedure was completed using the same device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.